Event description:
Report received from the USA stating that when the device was turned on, it made "noises and did not sound right". The device was used in spine surgery. There were no delays in the surgery as they just opened another motor. No injuries or medical intervention was reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.